Manufacturer narrative:
The lot complaint history was reviewed, this is the tenth complaint for the finish goods lot; however, the third for this issue. The device history record shows the product was released per specifications. The wet sample was visually inspected and the drain bag bottom right corner contained a hole. The hole appeared to be torn by handling or potentially a blunt edge/instrument. The seal was intact and correctly aligned. It's possible this hole was made to drain the bag before returning the product. A full pressure internal leak test was performed on the cassette, however, during the test an elastomer was noted to be out of position and was inspected. No anomaly was observed on the elastomer and it was repositioned in order to retest. The sample was retested and no leakage was detected from the cassette. An elastomer air burst test was then performed using an external pressure source and the elastomers met specifications. A console representing the current software version was used to test the sample. The cassette properly engaged and latched when inserted into the console and proper recognition of the cassette was displayed. When connected to the console the probe radio frequency identification tags illuminated green, verifying proper led recognition from both rfid connectors. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass iop calibration successfully. Fluid flowed from balanced salt solution (bss) to the drain bag without any interfering. No anomalies were observed during priming. The infusion pressure, irrigation, and aspiration rate were all measured at multiple setpoints throughout the console range and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. After a thorough analysis of the device, there is no definitive evidence contained in the investigation to conclude when or where the defect on the drain bag occurred. With the available information, the exact root cause could not be determined. It is possible it could have occurred during handling or be a manufacturing related issue, however, it could have occurred at any stage in manufacturing or with the customer. The cassette was tested and passed all functional and performance requirements. No action will be taken for this occurrence, as the root cause is unknown. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing has been made aware of this complaint. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that leakage occurred from the cassette or the drain bag. The surgery was completed without product replacement. There was no patient harm. Additional information and product sample have been requested.